Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet system and, following guidance from a healthcare provider, adjusted the pump¿s secondary cgm target to a higher setting during overnight hours; the agent assisted with this change and documented the most recent nighttime hypoglycemia. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and an unclear root cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.